Manufacturer narrative:
H3 - device evaluation: the lens was returned dry, with residue/debris in product in a microcrentrifuge vial. Visual inspection found a deformed, haptic torn, bent, deformed, and stretched out lens. Dimensional inspection found lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us device code (B)(4): off-label use (acd < 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On 12 oc(B)(6)t 2020 the lens was explanted due to low vault without rotation and the problem resolved. Cause of the event was reporter as unknown. Patient refused to change the lens.